Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was observed that the wire at the tip of the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed grip cable. The grip cable is frayed at the distal idler pulley and also by the proximal clevis. The frayed strands stick out at the wrist. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis, suggesting that the damage to the tube was caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.